Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), which is part of the mid-life display of replacement indicators product update classified as a product advisory and initially communicated on (B)(6) 2007, displayed a battery status of elective replacement indicator (eri) with a monitoring voltage measurement of 2.53 volts and a charge time of 18.4 seconds. There was a concern that the battery depleted earlier than expected. There were no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
To date, information suggests that this medical device remains actively implanted. As new information would become available, this report will be further evaluated and updated.

Manufacturer narrative:
This device has been returned. Boston scientific has concluded it is unlikely that device characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--